Manufacturer narrative:
(B)(4).

Event description:
Preliminary analysis revealed a shaft break. The 2.5x9mm maverick2 balloon was received with MDR ID # 2134265-2016-06634 with no reported issues. The 2.5x9mm maverick2 balloon was positioned across the proximal circumflex (cx) lesion and inflated to 18atms for 4 seconds, 20atms for 7 seconds, 16atms for 4 seconds twice, 16atms for 3 seconds and at 16atms for 7 seconds. The device was removed with no patient complications reported. However, upon review of this device, it was noted that the device was broken into two pieces.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces and an unidentified guidewire loaded inside the shaft. The balloon was loosely folded. The hypotube, inner/outer shaft, balloon and markerbands were microscopically and tactile examined. The hypotube broke/fractured 61cm from the strain relief and had numerous kinks in the htpotube. The fracture faces were oval as if kinked prior to separation. The guidewire moved freely in the shaft, with damage to the tip of the device. The distal tip could not be measured due to damage and the proximal end of the shaft measured .014in meeting product specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Preliminary analysis revealed a shaft break. The 2.5x9mm maverick2 balloon was received with MDR ID # 2134265-2016-06634 with no reported issues. The 2.5x9mm maverick2 balloon was positioned across the proximal circumflex (cx) lesion and inflated to 18atms for 4 seconds, 20atms for 7 seconds, 16atms for 4 seconds twice, 16atms for 3 seconds and at 16atms for 7 seconds. The device was removed with no patient complications reported. However, upon review of this device, it was noted that the device was broken into two pieces.